Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age 18. Problem code 2907 relates to the reportable issue of suture detached. Investigation results: received one speedband superview super 7 with the ligator head for analysis. It was noticed that the crimp was present on the trip wire and the trip wire was secured in the handle assembly slot when received. A visual examination of the ligator head found seven bands present which were moved out of their original positions. It was also noticed that the ligator teeth were bent. The suture was found detached from the ligator head; one section was attached to the trip wire loop and the other section was attached to the ligator head. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. Based on the evaluation of the returned complaint device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity and which could have contributed to the reported issues. This failure is likely due to an interaction between the user and device, or sample, caused or contributed to the error. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the string was cut-off. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age 18. Problem code 2907 relates to the reportable issue of suture detached. Investigation results: received one speedband superview super 7 with the ligator head for analysis. It was noticed that the crimp was present on the trip wire and the trip wire was secured in the handle assembly slot when received. A visual examination of the ligator head found seven bands present which were moved out of their original positions. It was also noticed that the ligator teeth were bent. The suture was found detached from the ligator head; one section was attached to the trip wire loop and the other section was attached to the ligator head. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. Based on the evaluation of the returned complaint device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity and which could have contributed to the reported issues. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Correction: (investigation results), (evaluation result and conclusion codes).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the string was cut-off. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the string was cut-off. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.